Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: I received a fedex box. Do you want me to return the unopened box of 2-0 suture and the opened box of 2-0 suture? The used needles and suture were disposed of during an inspection of the hospital. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a spay procedure on an unknown date and suture was used. During a spay procedure, the ethicon suture failed during knot tying, and the needle detached from the suture. It was further reported that this issue occurred multiple times, with three occurrences in one patient and two prior occurrences from the same lot. No additional information was provided. No patient consequences were reported. Additional information was requested.